Event description:
The device was implanted 2002. The patient asserts the labeling for this product suggested that it had a constant diameter of 11mm over the entire 40 cm length. But in fact, the diameter was not a constant diameter but rather the proximal end was larger than the 11mm and could not properly be inserted. The patint claims the labeling for this product is inaccurate and misleading. Revision surgery was required.